Manufacturer narrative:
(B)(4). Batch # t5an23. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and with the swing tab in the unlocked position. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. However, 2 staples were noted to be missing along the staple line. It is possible that an improper handling of the reload caused the staples to fall out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. In addition, 1 unformed staple was received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, once the orange tab is removed if the gun is held upside down staples fall out of the gun. Staple in jar that fell out. Occurred outside of patient, no patient harm.